Event description:
It was reported that following a pfa atrial fibrillation ablation procedure, while in the post-procedure area, the patient began experiencing stroke-like symptoms including left side facial drooping. The patient was taken to radiology for a CT scan, however, stoke was not diagnosed. The procedure had been completed successfully and without complication. The ablation procedure was straight forward with nothing unusual or unexpected. The physician did not state the transient stroke symptoms were caused from any device or from the procedure. The physician states that this happened before when the patient had a heart catheterization. Neurology consulted the patient and cleared them, so the patient was discharged home the following morning. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.